Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the aiming beam started firing straight out of the end cap after 66,371 joules of fiber use. The fiber was replaced, and the procedure was completed with the second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the aiming beam started firing straight out of the end cap after 66,371 joules of fiber use. The fiber was replaced, and the procedure was completed with the second fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was rotating within the metal cap, indicative of glue failure. Additionally, the glass cap exhibited a distal circumferential fracture (dcf). A dcf has the potential for forward firing; therefore, the reported event is confirmed. It is probable that the identified debris adhesion on the metal cap found during analysis contributed to elevated temperatures near the laser beam output window. Continuous elevated temperature can lead to fiber damages, including glue failure and dcf. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage.